Manufacturer narrative:
Findings: unit had intermittent esc and act buttons response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the act button takes a while the pump to respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.